Event description:
Pt receiving tpn and lipids via infusion pump. Pt had coughing episode followed by vomiting. Pale and sob. Pt admitted to hosp. Readmitted 3/6/97 on tpn via another pump. Md indicated other pts reacting to what is believed the tubing.